Manufacturer narrative:
Approximate age of device - 51 days. The explanted device is expected to be returned for analysis. It has not yet been received. Additional information was requested, but has not been provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was admitted for elevated lactate dehydrogenase values. The patient received a pump exchange on (B)(6) 2016 due to suspected thrombosis. Additional information was requested but has not been provided.

Manufacturer narrative:
Additional information. The device was not returned for evaluation. A correlation between the device and the reported elevation in the patient's lactate dehydrogenase level could not be conclusively determined. The device was not available for evaluation. Device thrombosis and hemoylsis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
Device evaluation: the evaluation of the returned pump confirmed the report of suspected pump thrombosis. Examination of the rotor inlet revealed a tissue-like thrombus formation adhered to the inlet bearing ball. The deposition appeared denatured and showed evidence of lamination, indicating that it likely formed around the bearing over an undetermined amount of time while the pump was operating. The observed deposition would have potentially contributed to the reported elevation in the patient's lactate dehydrogenase level. Examination of the pump bearings, rotor, and blood contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process and the pump operated as intended.